Event description:
Boston scientific crm received information that this product was part of a system revision due to a patient pocket erosion. It was questioned if the device could be implanted subpectorally, and technical services (ts) stated the device should not be implanted subpectorally. Thus, the device was placed subcutaneously in a different position. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
All available information indicates that the lead remains in service. If additional information becomes available the event will be updated.